Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported an unsatisfying postoperative result on the left eye of the patient 4 days after a bilateral lasik surgery. According to the surgeon, there was a complete inversion of the axis with cylinder undercorrection and a very irregular postoperative topography. The fellow eye was operated successfully. The patient experienced inflammation at the interface. Additional information has been requested but not received.